Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a lot of glistening was noted on the iol. The lens was implanted in 2019. The photos are oblique slit beam photos focused in the center of the iol. In the higher magnification photo concentric rings are faintly visible as would be expected for a company iol. The photos are of good clarity and are significant for diffuse refractive particles that appear to be located within the body of the iol. These particles are typically referred to as microvacuoles or glistenings. It is difficult to determine the depth of these particles from the photo, and etiology cannot be stated with certainty. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Photos were provided. Two photos of different magnification were submitted and reviewed. The photos are oblique slit beam photos focused in the center of the iol. In the higher magnification photo concentric rings are faintly visible as would be expected for a iol. The photos are of good clarity and are significant for diffuse refractive particles that appear to be located within the body of the iol. These particles are typically referred to as microvacuoles or glistenings. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Review of the photos could not determine a root cause. It is difficult to determine the depth of these particles from the photo, and etiology cannot be stated with certainty. The manufacturer internal reference number is: (B)(4).